Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported that the patient underwent a controller exchange due to a damaged pin on one of the controller battery ports. There was no reported patient injury related to this event. The controller ((B)(4)) was returned to the manufacturer for visual and functional examination. The controller failed visual inspection since the pins on power port one (1) were bent and the internal components on the connector were pushed inwards. The most probable root cause for the 'poor mechanical connection' event was a damaged pin on port one (1) connector most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that the controller had a damaged pin in power port one (1) of the controller. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The controller was returned to the manufacturer for evaluation. There was no reported patient injury related to this event.